Manufacturer narrative:
Insulin pump was received with lcd damaged. Lcd glass was completely damaged cracked and bleeding lcd glass with a minor scratched display window. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor resistor test, excessive no delivery test, displacement test or verify excessive no delivery alarm due to lcd damaged.

Event description:
Customer reported via phone call damage on the insulin pump and serious injury. Troubleshooting for the damage was performed. Customer advised they slipped and fell due to going low from a no delivery. Customer advised the device was damaged across the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.